Manufacturer narrative:
The insulin pump was received with a critical error (open book error) and pump error found in the formatted history file due to force sensor zero off set out of spec. The pump was unable to perform rewind, seating, basic occlusion, occlusion, force sensor, displacement test or verify insulin flow blocked alarms due to critical pump error. No cosmetic damage noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of insulin flow blocked from the reservoir. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump. The customer will return the pump for analysis.